Manufacturer narrative:
The reported events were insulation damage, helix damage, lead dislodgement, and r-wave amplitude variation. As received, a complete lead was returned in one piece. The reported event of insulation damage was confirmed. Visual examination found the insulation was cut/damaged located at the middle region of the lead consistent with procedural damage. The cause of the reported event of insulation damage was isolated to procedural damage. The reported events of helix break and r-wave amplitude variation were not confirmed. Visual and x-ray examination of the lead did not find any anomalies at the helix region. The measured helix extension length was within specification as received.. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during a follow up in clinic, r-wave amplitude variation was noted due to dislodgment of the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. Rv lead insulation damage and helix damage were visually observed. The patient was in stable condition.